Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that at s2-t3, seven screws were misplaced towards the spinal canal. Six screws were on the right and one was on the left. There were five registrations in the CT to fluoro workflow, as there were five segments. After s2 there was an anatomy shift, so re-registration was needed. Otherwise, all levels were green with the exception of one, which was believed to be t6. The navigation was accurate. The misplaced screws were removed and replaced using a navigation system. The patient has experienced transient weakness in the hip, which as resolved. The delay was around an hour. The deviation was 3mm.

Manufacturer narrative:
See b5. E1: the physician information has been provided. H3, h6: the exports/logs have been returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was an adult deformity procedure. There was a delay to the procedure of approximately one hour.

Manufacturer narrative:
B1, b2, h6: correction has been made as there was no reported harm to the patient hence adverse event has been removed from b1, b2 is now blank, and the patient code was updated to reflect no patient harm. G4: PMA/510k was provided. H3, h6: a medtronic representative went to the site to perform a system check out and they found no failures with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: PMA/510k is available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the reported issue may be platform instability, which could have resulted in the patient moving relative to the platform; however, patient movement could not be ruled out. Additionally, the inaccuracy may have been influenced by tissue handling on the patient¿s left side, which could have contributed to the observed offset and rotation. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: this event occurred in sweden, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system used during a procedure. It was reported that at s2-t3, there were 7 screws misplaced. They were removed and re-placed using a navigation system. Delay information was not provided.